Event description:
Placing stent in common bile duct for cancerous formation. The doctor placed the stent where he wanted to deploy it. Moved the sheath back 2cm to insure that the stent would be clear of the sheath during deployment. He then removed the red pin vise and went to deploy the stent, it appeared to be caught on something. The doctor didn't realize he was encountering resistance and applied more force. The stent then sprung out about 2cm and ended up partially in the duodenum.